Manufacturer narrative:
Analysis was completed. No device anomalies found.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable during and following the procedure.